Manufacturer narrative:
Device evaluation: patient dissatisfaction was reported. The two 600m malleable cylinders were visually inspected. Both cylinders had a fractured wire bundle; additionally, both cylinders were not functionally tested due to the fractured wire bundles. Both cylinders had damage due to a sharp instrument consistent with explant damage. Based on the determination that the damage was likely due to explant it, will not be considered a probable cause for this event because it is a secondary failure. The product analysis confirmed that the device was malfunctioning, which is the most probable cause for the patient dissatisfaction allegation.

Event description:
It was reported that the malleable penile prosthesis (mpp) was explanted "due to old implant." A new inflatable penile prosthesis (ipp) device was implanted. It was further reported that the patient "had a feeling of irritation." Due to this feeling of irritation, the patient wanted to replace the device with another implant. The patient began feeling the "irritation" three weeks prior to surgery. Following surgery the patient was doing well. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the malleable penile prosthesis (mpp) was explanted "due to old implant." A new inflatable penile prosthesis (ipp) device was implanted. It was further reported that the patient "had a feeling of irritation." Due to this feeling of irritation, the patient wanted to replace the device with another implant. The patient began feeling the "irritation" three weeks prior to surgery. Following surgery the patient was doing well. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.